Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the cutter did not cut on several occasions. Aspiration condition is unknown. Patient outcome is unknown.

Event description:
Additional information received clarified, that cutter issues were, due to the defective valve in an ophthalmic operating console, during vitrectomy surgery.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Three opened probe were received, with tip protectors, in a tray along with other items, for the report of cutter does not cut. Sample #1 was visually inspected and found to be nonconforming with orange/brownish foreign material on port face. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for cut and nonconforming for actuation. Sample #1 was then disassembled and the components inspected. Nominal wear was observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at several locations along the inner cutter. The sample was retested for actuation with the probe driver and was able to actuate. The initial actuation test failed due to an interference within the probe and once the interference (needle assembly) was removed the probe was able to actuate. The needle holder / retainer assembly was then disassembled and components inspected. All components were observed to be conforming. Sample #2 was visually inspected and found to be nonconforming with orange/brownish foreign material on port face and white foreign material along the needle. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for cut and nonconforming for actuation. Sample #2 was then disassembled and the components inspected. Nominal wear was observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at several locations along the inner cutter. The sample was retested for actuation with the probe driver and was able to actuate. The initial actuation test failed due to an interference within the probe and once the interference (needle assembly) was removed the probe was able to actuate. The needle holder / retainer assembly was then disassembled and components inspected. All components were observed to be conforming. Sample #3 was visually inspected and found to be nonconforming with orange/brownish foreign material on port face and white foreign material along the needle. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for cut and nonconforming for actuation. Sample #3 was then disassembled and the components inspected. Nominal wear was observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at several locations along the inner cutter. Orange/brownish was observed on inner cutter. The sample was retested for actuation with the probe driver and was able to actuate. The initial actuation test failed due to an interference within the probe and once the interference (needle assembly) was removed the probe was able to actuate. The needle holder/retainer assembly was then disassembled and components inspected. All components were observed to be conforming. A review of the device history record traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. Three photos provided by the customer were reviewed by the investigation site. Photo 1 shows three pak trays. Photo 2 show two pak labels with same product and lot number as reported. Photo 3 shows a pak label with same product and lot number as reported. The complaint evaluation does not confirm that any of the returned probe samples had a cut failure. The evaluation indicated that the three probes had an actuation failure. The cut functionality of the probes was conforming, however, the observed actuation failures could have caused the probes to not cut at the time the reported event was observed. The exact cause of the actuation failures cannot be determined from the evaluation performed. The reported cut failure was not confirmed on any of the returned probes and the exact root cause of the actuation failures could not be determined, therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).